Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and suture was used. When dispensing the product, the needle pulled off the suture. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual suture segment and detached needle were returned for evaluation. Evidence of pinch marks all over the needle were found, which characterizes that the product was handled by the customer. The swage region was compliant and surgical thread was identified inside the needle hole. When analyzing the physical condition that the sample was returned in, the deformations in the needle and the thread residue in the holes, it can be concluded that the deviation reported by the customer is related to a suture breakage, which probably occurred by inappropriate use of the product or surgical instrument.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as two devices were involved in two events. See medwatches 2210968-2012-07001 through 2210968-2012-07004. The same patient is represented in each medwatch.